Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the priming went through without any problems. However, although the screen indicated thirty thousand the cut rate was actually two thousand when the surgeon fully pressed the foot controller, the actual sound and actuation condition were also the same two thousand during vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. There was no patient impact.